Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The case was completed via intracardiac echocardiography (ice) imaging and a baseline effusion was noted (17-24mm circumferentially). The closure device landed deep in the appendage, however passed the proximal tug test. The closure device was interrogated, and a 1.1mm leak was noted on the posterior side of the closure device. The closure device was released despite the 1.1mm leak. Post release of the closure device, the circumferential pericardial effusion had grown in size to 30-34mm. A pericardiocentesis was performed, and 1 l of blood was drained. The patient was transferred to the intensive care unit (ICU) for care post procedure with a drain. The patient was discharged home the following day in stable condition.